Event description:
Patient reported becoming incoherent, while at work. Patient's coworker contacted emergency medical services, and upon their arrival, patient's blood glucose measured 42 mg/dl (using paramedics blood glucose monitor). Patient was given oral glucose gel and intravenous fluids (contents not provided). Patient did not indicate whether the device had been in use prior to the event. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.